Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 67.0 cm and 70.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was not returned for evaluation. Conclusions: evaluation of the returned ruby coils revealed undamaged and functional devices. During functional testing, both ruby coils were able to advance through a demonstration lantern without issue. The lantern used in the procedure was not returned for evaluation; therefore, the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00014.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00014.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was slightly tortuous and calcified. During the procedure, a ruby coil was advanced into the lantern and became stuck. The ruby coil was then removed. Another ruby coil was then advanced into lantern and became stuck in the same location. This ruby coil was also removed. The procedure was completed using eleven ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was slightly tortuous and calcified. During the procedure, a ruby coil was advanced into the lantern and became stuck. The ruby coil was then removed. Another ruby coil was then advanced into lantern and the same issue occurred. This ruby coil was also removed. The procedure was completed using eleven other penumbra coils using the same lantern. There was no report of an adverse effect to the patient.